Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device, the image would disappear. Additionally, the circuit board unit in the scope connector was dirty. Dust or dirt problem was identified; however, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the image of the bronchovideoscope broke up during angling. There was no patient involvement.